Event description:
Caller reported that a cartridge was damaged on two separate occasions, with incidents on february 2 and february 5 of 2026. There was no adverse impact on the customer's blood glucose level. The issue involved adhesive failure between the pigtail tubing and cartridge, but it was unclear if tubing damage was due to pulling. Customer successfully changed the cartridge and resumed insulin therapy for each event. The cartridge was not returned, and the caller acknowledged and understood the situation.